Event description:
It was reported that caller said the patient is scheduled to have an MRI. Caller said they went through the booklet to try to get to the therapy for MRI section and they tried this twice and they got the message MRI mode not available. Reviewed meaning of the message. The patient was redirected to their healthcare provider to further address the issue. MRI code indicated there was an open circuit detected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.